Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2016. The information in the event details was obtained during a sweep of clinical patient information at the facility to ensure records matched ongoing patients in the system. Upon review with the customer the clinical representative attempted to obtain all information available for the event. The information contained in the record when created are the only details the site had on the patient and they will not be providing any additional information as it is not available. As above, no additional follow up attempts will be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. The customer communicated that no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.